Event description:
It was reported to philips that device experiences contact issues with the charger connector. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.